Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen. On the same day the sensor was inserted, the patient stated that the cgm was not providing readings and was showing a sensor error. The patient as throwing up and her blood glucose was reportedly 400 mg/dl. She called 911 and was transported to the emergency room. At the ER, the patient was treated with insulin and phenergan to treat the vomiting. After the event, the patient went home and was feeling better. At the time of the report, the patient was doing okay. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post-investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.